Manufacturer narrative:
Concomitant medical products: 1882tc52 st. Jude lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. No troubleshooting had taken place and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.